Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The customer reported a centrimag motor failure. The motor has been returned by a hospital because it failed during routine testing (no patient was involved). The suspect motor was not recognized when being connected to different consoles. Hence, "set rpm-" option never appeared on the consoles¿ display. The distributor's service engineer reproduced the fault using his loan consoles. The faulty motor was therefore returned for evaluation. This event was previously not reported due to patient not being involved with the event. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.